Manufacturer narrative:
(B)(4). Concomitant medical products: unknown, unknown head, unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 - 08652.

Event description:
It was reported that a bilateral patient underwent right total hip arthroplasty and is experiencing pain and a popping feeling/noise. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow up report is being submitted to report additional information. Concomitant products- 00801804001 name:femoral head sterile product do not resterilize 12/14 taper lot: 62032157.

Manufacturer narrative:
This report is being submitted to relay corrected information. Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0002648920-2018-00204.